Manufacturer narrative:
No sample has been returned for evaluation; therefore, the condition of the product could not be verified. For this complaint file, the final customer lot was identified the lot #. For this final lot, seven 23 ga valve entry component lots were used to make up the final lot. A device history record review for each of the component lots was conducted. According to the device history record reviews, four lots were reprocessed for an anomaly (septum damage) that could have contributed to the customer complaint. The device history record review did not point to a root cause because the lots were reprocessed and the product released met the product¿s acceptance criteria. No additional investigation is required based on device history review. Three lots had no anomalies found based on the device history record reviews. No additional investigation is required based on device history. A complaint history examination indicates that this is the eighth complaint received against the trocar component lots for leaking. Due to an observed increased trend for this defect mode, a manufacturing root cause investigation ((B)(4)) was initiated to investigate the increased trend and identify corrective and preventive actions. A root cause for the increased complaint rate for leaking trocars was correlated to a manufacturing post assembly inspection practice that required manipulation of the valved septum along the blade shaft. The reported lot for this complaint does not include affected manufacturing lots. No sample was returned and the device history record review of the lot number provided indicated product was released according to the product¿s acceptance criteria, therefore the root cause for the defect experienced by the customer cannot be determined. Due to not being able to determine an exact root cause for this complaint, a specific action could not be assigned for the reported event. (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that a trocar cannula was leaking during surgery. The surgery was completed. There was no patient harm.

Manufacturer narrative:
(B)(4).